Event description:
The nurse reported a corneal burn occurred. The nurse stated there was a problem with the surgeon's system settings. Additional info received from the nurse stated that another surgeon's settings were selected for this surgeon. The surgeon noticed the difference right away and removed the tip. He noticed the small burn. The surgeon closed the wound with an x stitch. The surgeon declined to complete a questionnaire as he felt the event was related to a set up issue.

Manufacturer narrative:
The company service rep examined the system and found the nurse changed the settings after priming and tuning the handpiece. The company service rep did not find a problem with the system. The system was then tested and met all product specs. The company technical support specialist called the customer and reviewed the appropriate sequence for set up. A review of complaints revealed that there have not been any additional related complaints for the associated system within the last 24 months. This report was mailed to FDA on: 09/04/2009.